Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson dual and movement disorders. It was reported that patient had the implant programmed the night he got cold and his body was gyrating. Patient stated when he got cold, his shoulders started gyrating and legs had involuntary movements, he then turned therapy off. When he turned it back on again the next morning, he felt as though the programming changed because ¿he could just tell by the feeling" that it wasn't the same. He was dragging his feet and couldn¿t take a full step and his hands were shaking. He currently had it turned off (intentionally). Patient knew how to turn stimulation on and off with his patient programmer. The change in symptom was considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.